Event description:
It was reported the patient's blood glucose level rose to 302 mg/dl while wearing the pod between 4 and 24 hours. The patient reported they were attempting to administer a bolus, but the system would not allow them to. Patient reported that they toggled with the bluetooth function on their phone. The patient reopened the application and then received message "no active pod". Upon checking the pod details in the application, no pod information was visible, and the application prompted him to activate a pod. Medical treatment was not required. As treatment, a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone 12.1. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.